Event description:
A nurse reported that a system error was displayed and the system locked during a cataract with intraocular lens implant procedure. The surgeon noticed a burning smell and decided to complete the procedure using a manual extra capsular extraction (ecce) with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).